Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be loose at the distal clevis hub. The cable segment that contains the crimps were still installed in clevis. Upon opening the instrument housing, failure analysis investigation found that the pitch cable was derailed at clamping pulley, but no loose clamping pulley screw was found. An additional observation not reported by site was that the instrument's clamping pulleys were corroded/contaminated. There were residues on the clamping pulleys inside the housing by the clamping pulleys. Evidence not conclusive, but corroded/contaminated damage may be due to likely improper cleaning. An additional observation not reported by site was that the instrument's distal pulley exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had a scratch mark exhibiting light material removal and a rough surface finish. Scratch is short in length and not axially aligned with the tube. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the prograsp forceps instrument cable at the tip became loose. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.